Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly separated in half during removal through the sheath post procedure. It was further reported that the balloon material allegedly detached from the catheter shaft. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Conclusion: the device was returned. A visual inspection found a complete circumferential detachment of the catheter shaft. Additionally, signs of retraction issues were noted as the returned sheath tip was flared. Therefore, the investigation is confirmed for a catheter detachment, and for sheath-related retraction issues. The definitive root cause for the reported detachment and retraction issues could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip or catheter breakage, catheter kink, or balloon separation. If resistance is felt during post procedure withdrawal of the catheter through the introducer sheath/guide catheter, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the introducer sheath/guide catheter and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and introducer sheath/guide catheter as a single unit. Do not exceed the rated burst pressure. To prevent over pressurization, use of a pressure monitoring device is recommended. Balloon rupture may occur if the rbp rating is exceeded. Potential adverse reactions: additional intervention.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly separated in half during removal through the sheath post procedure. It was further reported that the balloon material allegedly detached from the catheter shaft. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.